Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome on act button. Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was performed. The device was returned for analysis.